Event description:
It was reported that "the doctor had noticed that the tip of the final tightener, screwdriver was missing prior to final tightening. He was able to finish the procedures with no problems by using another tightener.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result and conclusion will be made available following engineering evaluation.